Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Other procedural details were requested but were not provided. A non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found not locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) used in the procedure was returned with the device. Exoseal functional testing was executed firstly, by locking the guard and continued with pulling the indicator wire to achieve the black/black position and finally, with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation no signs of obstruction or any impediments were observed that could be related to the reported event. Based on the information available for review, the reported event of indicator window no change to indicator¿ was not observed during the analysis. The functional evaluation executed confirmed that the deployment mechanism worked as intended, achieving the indicator window 3 positions changes. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. No evidence of manufacturing defects and/or assembly issues was found. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Additional information was requested but not provided. The device will be returned for evaluation.